Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer also reported receiving a no delivery alarm and declined troubleshooting. The insulin pump was not replaced or returned for analysis.